Event description:
Patient's mother reports that she believes one of the patient's pumps is not working properly. She kept getting blockage error. However, when she switched to back up pump, there was no problem. Error occurred while in use. No clinical injury reported. Patient's mother will return pump for investigation and pharmacy is sending a replacement. Mother will call back with serial number of pump, she was not able to provide at time of call. No other information provided. Dose or amount: 53ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.